Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise and out-of-range pacing impedance measurements greater than 2,000 ohms resulting in a signal artifact monitor (sam) episode, and deactivation of the minute ventilation (mv) feature. Additionally, possible ra loss of capture (loc) was noted and the right atrial automatic threshold (raat) test entered suspension due to a low evoked response. The patient had an intrinsic rhythm at the time of the possible loc. Technical services (ts) recommended further review by the clinic. A health care professional (hcp) noted the patient was scheduled to be seen in clinic. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If information is provided in the future, a supplemental report will be issued. Additional information was received that the patient was seen in clinic. An ra lead fracture was suspected to be the root cause of the reported observations. It was noted that the patient had been active and performing activities involving lifting arms above the head. The device was reprogrammed to vdd, ra automatic threshold tests were programmed off and sensitivity programming changes were made on the atrial channel to reduce the likelihood of tracking any noise. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.